Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone regarding an 89-year-old female (age at the time of the report) who used thermacare lower back and hip heat wraps. Medical history included autoimmune hepatitis, asthma, and arthritis. Allergies included oxycodone and she was allergic to a "lot of things". The consumer took an unspecified asthma concomitant medication. On an unspecified date in (B)(6) 2021 or (B)(6) 2021, the consumer topically applied a thermacare lower back and hip heat wrap to her lower back during the day. After applying the heat wrap and doing yard work in the sun, she went inside after finishing. She did not know how long she was in the yard before she went inside. Once she removed the wrap, her sacrum area was red and had a blister. For treatment she applied a band-aid and continued on about her day. She did not seek medical attention. She did not remember how long it took for the blister to heal because to her it was not a big deal. After the incident she started applying a cloth over her skin before applying the wrap to prevent the burning sensation. She notes that currently, she is having the opposite problem because the heat wraps are not heating up as much as they used to. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports her "sacrum area was red and had a blister." The cause of the consumer stating her "sacrum area was red and had a blister" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations.